Event description:
Related manufacturer reference number(s): 1627487-2019-05974, 1627487-2019-05976. Additional information received advised that the patient experienced ineffective stimulation.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-05974, reference MFR. Report#: 1627487-2019-05976.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-05974. Reference MFR. Report#: 1627487-2019-05976. It was reported that surgical intervention may be planned to address an unknown issue. No further information is available.